Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. The catheter body was found stained yellow between the 30 cm and 80 cm marker. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The proximal leadwire was found to be broken around the solder joint. The balloon inflated but failed to maintain its inflation due to leakage from a gap around circumference between the proximal electrode and catheter body. No visible damage to the balloon, windings and returned syringe. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the catheter was unable to pace on the first day of use. Insertion was made properly. The catheter was replaced and the problem was solved. Further detail could not be obtained. There were no patient complications reported.